Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 529 mg/dl with trace ketones. To address bg levels, the customer used the pump to deliver a correction bolus. Reportedly, the customer consumed food with high levels of carbohydrates. Additionally, on (B)(6) 2016, the customer reported an elevated bg level of over 588 mg/dl with trace amounts of ketones. The customer delivered a correction bolus and a manual injection to address bg level. System check with tandem technical support showed that the pump was performing as intended. The customer successfully changed out the site and resumed insulin delivery.